Manufacturer narrative:
A steris service technician arrived onsite and found the root cause of the reported event is attributed to the heating elements. The heating elements overheated resulting in the reported event. The unit has been removed from service pending repairs. Steris has requested that the replaced parts be returned to steris for evaluation. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their reliance vision multi-chamber washer caught fire. The fire alarms were set off and the fire department was dispatched. The fire was extinguished by user facility personnel. No report of injury.

Manufacturer narrative:
The steris engineering team evaluated the components subject of the reported event; however, a specific root cause could not be determined. The unit was repaired and confirmed to be operational. No additional issues have been reported.